Manufacturer narrative:
(B)(4). Customer informed will take ventilator out of service and will not be repaired. Covidien was not authorized to conduct the repair.

Event description:
It was reported that an 840 ventilator had a vent inoperable condition and the device stopped cycling. The ventilator was not in use on a patient at the time the event occurred.